Event description:
Implant card was received indicating the patient received a full revision due to high impedance. The facility the replacement took place is a known site to discard explants, therefore products are not available for return.

Event description:
It was reported by sales representative that the physician noted an error message was received when checking the patient's device. The programmer was checked to see what the issue was and found the patient had high impedance. Additional information was received that the patient has now reported a recent increase in seizure and is trying to get an appointment to see the physician. No surgical intervention has been reported to date. No additional relevant information has been received to date.